Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) in the (B)(6) alleging the unknown meter was not powering on when she went to test her blood sugar. This complaint was classified based on the customer care advocate (cca) documentation. The patient refused a follow up call. The patient reported on (B)(6) 2014, in the afternoon, the alleged issue first occurred. The patient reported using self-adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 24 hours later she developed symptoms of ¿slurred speech and sweating¿ which she associated with hypoglycemia. The patient reported on (B)(6) 2014, in the afternoon, she took glucogel as treatment. It is unclear if the patient¿s symptoms were intermittent, ongoing or worsened with treatment. It is unclear if the patient had anyone to help her at the time of the symptoms occurring. The patient reported not testing her blood glucose on another device. The cca was unable to resolved the alleged issue with troubleshooting. Replacement products were sent to the patient. Although the linkage between the alleged meter issue and the patient¿s injury remain unclear, the patient refused a follow up call. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.